Manufacturer narrative:
Siemens filed initial 2432235-2021-00128 on 20-may-2021. Additional information (13-aug-2021): siemens further investigated the issue and requested for software log files to determine how the software processed the non-reactive human immunodeficiency virus p24 antigen and antibodies to human immunodeficiency viruses type 1 (chiv) result. However, the log files were not available for further investigation. Sample integrity, preanalytical variables, normal assay performance, or a reagent shipping/handling issue potentially contributed to the non-reactive chiv result. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a (B)(6) p24 antigen and antibodies to (B)(6) result was obtained on a patient sample on an advia centaur xp instrument. Quality control (qc) had recovered within range on the day of the discordant result. Based on the instructions for use, "the cut-off index value of 1.0 is used to determine whether a specimen is reactive or nonreactive for p24 antigen and/or antibodies to hiv-1/hiv-2. Specimens with an index value greater than or equal to 1.0 are considered initially reactive for p24 antigen and/or antibodies to hiv-1 and/or hiv-2 and should be retested in duplicate after centrifugation at 10,000 x g for 10 minutes. If one or both of the duplicates are reactive, the specimen is repeatedly reactive by the advia centaur chiv assay." Since one of the duplicate results were reactive, the specimen was repeatedly reactive by the advia centaur chiv assay. However, the result was auto validated as non-reactive. The siemens customer service engineer (cse) was dispatched to the customer's site. At this time, an instrument malfunction has not been identified. Siemens determined that the instrument is performing according to specifications. The cause of the non-reactive chiv result is unknown. No further evaluation of this device is required.

Event description:
A patient sample was initially processed for human immunodeficiency virus p24 antigen and antibodies to human immunodeficiency viruses type 1 (chiv) on an advia centaur xp instrument, resulting initially reactive with a result of <12 index. Then, as per the instructions for use, the operator repeated the sample in duplicate after centrifugation and results of 9.744 index and <0.05 index were obtained. A non-reactive result was auto validated and reported to the physician(s). The sample was repeated on 2 alternate advia centaur xp instruments generating reactive results, which were reported to and accepted by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false non-reactive chiv result.